Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in late 2008 that a customer had an issue with a feeding tube. The customer reports that there was a misplacement of this product. They originally questioned the rigid outlet port and if the hard port could have caused the pneumothorax in the pt. When the sales rep arrived at the facility, they compared the old tube (viasys) to the entriflex tube and agreed that the rigid outlet port was not the cause for pnuemothorax, but the misplacement itself. The pt died two days earlier.